Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, broken battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker.

Event description:
No blood glucose levels reported. The customer reported that insulin was squirting out of the insulin pump during the priming process. Troubleshooting was done. The customer reported being unable to exit the preparing to prime loop. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.